Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 1511mg/dl. The customer was hospitalized due to diabetic ketoacidosis. The customer was treated with insulin at the hospital. The customer stated that the reservoir alarmed no delivery. The customer was not able to troubleshoot during time of call. The reservoir will not be returned for analysis.